Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the potassium was not reading on the monitor. No other details regarding the nature of the event were provided. Since this event occurred after the surgical procedure, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.